Event description:
Reporter initially noted they were unable to raise vgfi pressure using up arrow or footswitch; had to manually raise IV pole during procedure. Stated lights had blinked in hospital several times during the day. After re-boot, locked-up control returned to normal; case continued. Ten minute delay. No patient injury. Received additional information from surgeon: couldn't tamponade subretinal hemorrhage. Bleeding had stopped: required drainage. Aspirated out as much as possible. Patient prognosis/outcome is unk.

Manufacturer narrative:
A company service rep checked system; could not duplicate performance problem reported.